Manufacturer narrative:
The following devices were also listed in this report: trident psl ha solid back 52mm; cat# 540-11-52e; lot# 50183101r, delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 51323002, size 6 accolade ii 127 deg; cat# 6721-0635; lot# 51356704. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Procedure: patient primary tha (B)(6) 2015 and underwent a 1-stage exchange procedure for periprosthetic joint infection in (B)(6) 2018. All components were revised.